Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7153907/7153836.

Event description:
It was reported that patient had unrelated infection which has infected the implantable pulse generator (ipg) site. It was noted that patient had increased pain and warmth at the ipg site. It was noted that patient was placed on antibiotics. The patient also underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return as it was kept at the facility.